Event description:
It was reported that the collar was fractured. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified distal end of left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion after entering. Subsequently, the collar was fractured when withdrawn. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient is stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a partial separation in the shaft/collar area, with tip damage (flattened), and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that the collar was fractured. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified distal end of left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion after entering. Subsequently, the collar was fractured when withdrawn. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient is stable post procedure.